Event description:
It was reported to philips that the device experienced a therapy knob failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy knob needed to be replaced under (B)(4). Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy knob. The therapy knob was replaced under (B)(4) to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Added information about evaluation, coding and remedial action.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.